Event description:
The facility reported that the accuracy of the pump 1 is too high. The event was reported to have occurred during patient use. The pump was infusing gamma glbulin. The pump was still showing volume to be infused but the bag was empty. According to the nursing manager, the pump was programmed correctly and according to the dose from the pharmacy. No patient injury or medical intervention has been reported. Despite baxter's efforts to obtain additional information from the reporting facility, details were not available regarding patient's demographics, diagnosis status, other medication involved, rate of infusion, amount of the volume infused, and set up of device.